Event description:
Boston scientific crm received information that dring a normal device changeout procedure, this transvenous right ventricular (rv) lead was noted upon visual inspection to have become fractured at the proximal coil. The break in insulation had exposed the conductor wire. There had been no prior indication of a lead issue, per the physician. This lead was subsequently surgically abandoned.

Manufacturer narrative:
To date, information suggests that this rv lead will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.